Event description:
According to the reporter, during cholecystectomy surgery, the head nurse reported that the no. 2 electrosurgical generator device currently used occasionally experienced no response to the foot pedal, which would affect the operation. If the foot pedal connection cable was fixed in one direction, it could be used normally. The department had prepared emergency backup electrosurgical generator as an emergency response. And contacted the equipment department personnel to arrive at the scene and waited for maintenance after the operation. After the equipment department staff arrived at the scene in time, they found that the connection cable at the root of the generator foot pedal had poor contact. Then cut off the connection line at the root of the pedal and re-welded and reinforced it, then the pedal could be used normally. Adverse event reported was electric shock.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during cholecystectomy surgery, the head nurse reported that the no. 2 electrosurgical generator device currently used occasionally experienced no response to the foot pedal, which would affect the operation. If the foot pedal connection cable was fixed in one direction, it could be used normally. The department had prepared emergency backup electrosurgical generator as an emergency response. And contacted the equipment department personnel to arrive at the scene and waited for maintenance after the operation. After the equipment department staff arrived at the scene in time, they found that the connection cable at the root of the generator foot pedal had poor contact. Then cut off the connection line at the root of the pedal and re-welded and reinforced it, then the pedal could be used normally. There was no patient injury.